Event description:
It was reported that during surgery, the device failed to deploy the second anchor, which remained inside the shaft after the black button was advanced. During intra-operative use, the device was operated according to normal usage when the issue was observed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; h2; h4. Additional report for lot update. Investigation is still in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.